Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, a 21mm sjm masters series coated aortic valved graft was implanted in the patient. Due to worsening mitral regurgitation (mr) and tricuspid regurgitation (tr), surgery was required. Upon echocardiographic examination, the pressure gradient across the aortic valve was found to be elevated, so a redo bentall procedure was performed along with mitral valve plasty (mvp) and tricuspid annuloplasty (tap). A new non-abbott valve was implanted. It is believed that pannus formation caused restricted valve mobility. The patient was reported stable.

Manufacturer narrative:
Explant after 14 years due to worsening mitral regurgitation (mr), tricuspid regurgitation (tr), elevated pressure gradient and shortness of breath was reported. Also reported that it was believed that pannus formation caused restricted valve mobility. The investigation found calcified and fibrous pannus ingrowth on the inflow surface with narrowing of inflow diameter. No inflammation was present. The leaflets open and close completely and freely mobile. The cause of reported dyspnea, regurgitation and stenosis could not be conclusively determined; however, calcifications and pannus formation could have contributed to stenosis and regurgitation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.